Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system drawer 3 failed to open and required maintenance. The customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction occurred when the user tried to issue medication to patient and caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the system drawer 3 failed. A field service engineer (fse) found that half-height cubie drawer 3 and all control boards were non-responsive. After testing, the faulty components were replaced. Diagnostics were performed, confirming that all functions were restored and operating properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.